Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection showed that there was an external leak fluid from the dialysate port. The reported condition was verified. The cause of the condition was likely due to a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed at the dialysate port. There was no patient involvement. No additional information is available.